Event description:
It was reported that there was a loss of therapeutic effect. Pain in the leg had returned 3 days ago. The patient suspected the wires might have come out of the battery because it happened in the past. The patient was suggested to notify her healthcare provider (hcp) of the return of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).